Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. The test reservoir does not stay locked in place noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that his wife's reservoir compartment split apart while securing the reservoir into the insulin pump; the insulin pump will no longer hold the reservoir in place. The patient's blood glucose at the time of incident was 195 mg/dl. Troubleshooting was initiated for the physical damage but the caller was unable to verify how the reservoir compartment split occurred. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.